Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of filters are dark also alleged severe headaches also affects platelat counts, does not get enough sleep, enough oxygen. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 09, 2021. Section a3a, patient gender has been updated in this report.